Event description:
This senior medical surveillance specialist spoke with the pt/layperson on 2/01/10 regarding his inaccurate high complaint of (B)(6) 2010. The pt clarified and provided add'l info, verifying results and times in the onetouch ping meter's memory. Before preparing his evening meal on (B)(6) 2010, the pt "routinely" checked his blood glucose with his ping meter, obtaining 51 mg/dl at 6:51 p.m. According to the meter's memory. The pt does not recall collapsing on the floor after testing and had no symptoms before testing. At some point the pt awoke and obtained five glucose tables from a vial in his pocket, consuming all of them including two more from another vial and a "candy bar and etc". At 7:13 pm, the pt tested post self treatment: blood glucose 388 mg/dl. The pt "immediately" took 10 units of humalog, not recalling if he injected it from a syringe or bolused from his pump. At 7:44 pm, blood glucose was 95; 7:46 pm, 141; and 8:07 pm, 95. With a basal rate of 2/10 units an hour, the pt did not turn off his pump upon awaking. Although a brittle diabetic, having been diagnosed 54 years ago, the pt alleged that his blood glucose could not have increased to 388 within 15 to 20 minutes after self-treating with glucose tablets. The pt did not clean his hands before puncturing his finger. When asked if symptomatic when 388, the pt responded. "I didn't feel like it was 388 but it has never been that high so [he was unsure]." No issue was experienced after taking the 10 units of insulin. There is no indication the product contributed to injury since the pt's ping meter reflected low blood glucose before the pt collapsed, and the pt later self treated obtaining a result that reflected consumption of glucose and food containing sugar. Because the variance between the 95 and 141 was greater than the expected <=20%, the complaint is reported. Meter, strips, and control were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The pt has used all of the test strips from the vial used on (B)(6) 2010; hence, none will be returned.